Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture of breast implants¿, ¿intra-capsular rupture¿, ¿cysts with up to 0.8 cm¿, ¿breast pain to physical effort and when in decubitus¿, and ¿intra-capsular nodule observed, compatible with granuloma induced by silicone." The left side device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
A healthcare professional reported a patient experienced the events of ¿capsular contracture of breast implants¿, ¿intra-capsular rupture¿, ¿cysts with up to 0.8 cm¿, ¿breast pain to physical effort and when in decubitus¿, and ¿intra-capsular nodule observed, compatible with granuloma induced by silicone." The left side device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and capsular contracture baker grade unknown. These are a known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reports left side rupture and capsular contracture, baker grade unknown. The device remains implanted.